Event description:
It was reported during the washing phase there is difficulty in infusing and suctioning. Slight insertion point drip is also found. It was decided to retract the catheter a few cm, suspecting kneeling under the skin, but at 4 cm there is fissure with consequent leakage of the infused solution emotological patient, performed a transfusion and therapy from the day of implantation with this PICC, he was supposed to perform the second administration today, but it was not possible given the problem occured. To ensure the therapeutic pathway, a peripheral vein was cannulated from the right arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.